Event description:
It was reported that surgeon couldn't see it during the case. He could feel the catheter in the ureter in the ureter but no light. When they pulled it out there was only light visible at the very tip.

Manufacturer narrative:
Investigation is on going. Additional info will be provided once investigation is completed.